Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient weight provided.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was hospitalized the night before this report for severe tremors and dystonia. It was noted that the patient had checked the programmer two days prior to this report and confirmed that stimulation was on. The patient reported that their neurologist advised the patient to increase setting. No additional complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient, reporting that an increase in the patient's activity levels related to various house projects lead to the severe tremors and dystonia symptoms. The patient reported that their healthcare provider adjusted their ins settings but 0.2 and that the symptoms have been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.